Manufacturer narrative:
This spontaneous case was reported by a non-health professional (subsequently medically confirmed) and describes the occurrence of abdominal pain lower ("surgery regarding women with lower abdominal pain who had an essure, approximately 5-6 patients, not 10-12") in female patients who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "unspecified number of patients had essure inserted in switzerland although the device was not on the market" and device use issue "unspecified number of patients had essure inserted in switzerland although the device was not on the market". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced abdominal pain lower (seriousness criteria hospitalization and intervention required), complication associated with device ("complications associated with device treated in hospital"), headache ("essure patients complained of headache"), back pain ("essure patients complained of backache") and amnesia ("essure patients complained of loss of memory"). The patients were treated with surgery (removal of essure or uterus). Essure was removed. At the time of the report, the abdominal pain lower, complication associated with device, headache, back pain and amnesia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter considered amnesia, back pain, complication associated with device and headache to be related to essure. The reporter commented: a laypress article (nzz am sonntag, 12-jan-2019) mentioned an unspecified number of patients who had essure inserted in switzerland although the device was not on the market there. One hospital treated about a dozen patients within the recent 5 years, and about half of them had a chance to have less pain after treatment. A laypress article (nzz am sonntag, 20-jan-2019) mentioned that some patients were treated in hospital due to complications with essure. Essure patients complained of headache, backache, loss of memory (country unspecified). As per follow-up of 6-feb-2019 by clinic gynecologist: they did surgery regarding women with lower abdominal pain who had an essure, approximately 5 ¿ 6 patients, not 10 ¿ 12. A relationship between essure and the lower abdominal pain could neither be confirmed nor denied. It was the wish of the patients to have essure or the uterus removed after essure insertion. Further company follow-up with the gynecologist is not possible. Most recent follow-up information incorporated above includes: on 6-feb-2019: follow-up received by gynecologist regarding article: the gynecologist stated that they do not have an offer for women who have complaints regarding essure. They did surgery regarding women with lower abdominal pain who had an essure, approximately 5 ¿ 6 patients, not 10 ¿ 12. A relationship between essure and the lower abdominal pain could neither be confirmed nor denied. It was the wish of the patients to have essure or the uterus removed after essure insertion. According to this information, the event leading to hospitalization was amended to lower abdominal pain; also, the (unspecified) complication associated with device was downgraded to non-serious. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by the lay press and describes the occurrence of pelvic pain ("a hospital treated about a dozen patients with health issues due to essure within the recent 5 years and about half of them had a chance to have less pain after treatment") and complication associated with device ("complications associated with device treated in hospital") in female patients who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "unspecified number of patients had essure inserted in (B)(6) although the device was not on the market" and device use issue. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced pelvic pain (seriousness criteria hospitalization and intervention required), complication associated with device (seriousness criteria hospitalization and intervention required), headache ("essure patients complained of headache"), back pain ("essure patients complained of backache") and amnesia ("essure patients complained of loss of memory"). At the time of the report, the pelvic pain, complication associated with device, headache, back pain and amnesia outcome was unknown. The reporter considered amnesia, back pain, complication associated with device, headache and pelvic pain to be related to essure. The reporter commented: a laypress article ((B)(6), 12-jan-2019) mentioned an unspecified number of patients who had essure inserted in (B)(6) although the device was not on the market there. One hospital treated about a dozen patients within the recent 5 years, and about half of them had a chance to have less pain after treatment. A laypress article ((B)(6), 20-jan-2019) mentioned that some patients were treated in hospital due to complications with essure. Essure patients complained of headache, backache, loss of memory (country unspecified). Most recent follow-up information incorporated above includes: on 21-jan-2019: follow-up was detected in local laypress reporting; device complications with treatment in hospital (added as event). The events " essure patients complained of headache, backache, depression, memory loss" were added (prev: unspecified health issues). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.